Manufacturer narrative:
Correction - h6 device code added.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-09088. It was reported that the patient was standing on a ladder. The patient's wife reported that the patient received a shock from their implantable cardioverter defibrillator and then fell to the ground, landing on their head and neck. The paramedics came but were unable to resuscitate the patient, and reported pulses of electrical activity. The patient deceased at the scene. The device was not interrogated, so it was not confirmed if the patient did indeed receive a shock, or if the shock was appropriately delivered.